Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the sheath. The delivery catheter was replaced and the lv lead was implanted. The patient then experienced diaphragmatic nerve stimulation and the physician reprogrammed the lv pacing configuration, which eliminated the stimulation. The night following the operation, diaphragmatic nerve stimulation occurred again and the physician programmed the lv lead off. No further patient complications have been reported as a result of this event.